Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The adhesive pad was not returned with the device. Inspection of the adhesive welds found no issues that would result in a difficulty to remove the adhesive pad. The cause of the reported difficulty removing the adhesive pad could not be determined. During the investigation, the soft cannula was observed to be stretched. The length of the soft cannula measured above specification at 1.7880 inches. During fluid path testing, fluid was observed to be leaking from a tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula damage could not be determined. It could not be determined if the damage to the exposed portion of the soft cannula contributed to the reported skin irritation. No damages or defects were noted to the formed needle or bottom housing that may cause skin irritation or bleeding at the infusion site. The exact cause of the reported skin condition irritation could not be determined. No evidence of blood was observed on the device. The investigation did not find any damages or deficiencies that would cause bleeding or bruising at the infusion site.

Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 4 and 24 hours. The pat8ent mentioned that the pod was difficult to remove. It was also reported that the site was hurting red and noticed that there was a bruise. As treatment, the patient succuessfully activated a new pod.